Manufacturer narrative:
On (B)(6) 2016, the customer declined to download the pump data for further analysis of the reported time issue and declined any further troubleshooting. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's pump was losing 5-10 minutes per month. There was no reported impact to the customer's blood glucose level. The contact did not have any further details regarding the occlusions.